Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. A pulsed field ablation (pfa) procedure was performed with a farawave nav catheter. After the procedure was completed, a pericardial effusion was found. A pericardial tap was performed and the patient is expected to fully recover from the event.